Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref 490102) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is nor performing as intended in certain lots of these sets. For this event campath backflowed into primary line rather than into the patient as intended leading to a delay in treatment. Ref report: mw5156424.